Manufacturer narrative:
Correction h1, the console MFR 3010617000-2021-00672 was incorrectly accessed. The report should be a malfunction reportable event.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During patient treatment, the cool line catheter (lot # 151301) was placed in the jugular vein without any issues. After 2 hours of the treatment, the user observed the blood coming from the catheter both in and out luers into the start-up kit's tubing, indicating the catheter leak. The thermogard console (sn (B)(4)) generated an air trap alarm and the console stopped. The patient treatment was stopped after removing the catheter, however, the specifics of the alternative therapy were not disclosed. After removing the catheter, the customer examined it and observed a damaged balloon. No consequences or impact to the patient. The customer stated that the catheter got broken in the patient's jugular vein, the patient hasn't deteriorated due to this incident though and a new catheter has been inserted successfully. However, the customer did not provide the details on the exact time of the observed broken catheter issue and how the patient treatment was completed. After the treatment, the console was tested with the demo suk and was confirmed as functional. No consequences or impact to the patient. See MFR 3010617000-2021-00593 for cool line catheter (lot # 151301)